Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt) has been confirmed. As received, the belt failed incoming testing. Upon investigation, the black (main batt), brown (-5v), orange (+5v), white (drvn gnd), and red (can h) wires inside the trunk cable were broken at the connector. The cause of the test failure is the broken wires. The root cause for the broken wires was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt was damaged.